Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the driveline extension cable and controller passed visual examination and functional testing. No anomalies were observed and electrical fault alarms were not replicated during bench testing. Log file analysis revealed two reactivation events logged on (B)(6) 2020 at 11:30:42 and 11:31:09 due to an open phase on the rear stator and on the front stator, respectively. A vad disconnect was then logged at 11:31:10, indicating that there was an open phase on each stator, followed by an electrical fault alarm at 11:31:17 due to the front stator not being connected. As a result, the reported event was confirmed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to a marginal connection between the driveline extension cable and the controller, a marginal connection between the driveline extension cable and the driveline, and/or contamination in the connector(s). Additional products: d4: lot#: d000132 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ driveline extension cable, model #: 100 / catalog #: 100 / expiration date: 31-mar-2021 / lot#: d000132, UDI #: (B)(4). Device available for evaluation: yes, return date: 01-dec-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun> dev rtn to MFR? Yes. Mfg date: 31-mar-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation an electrical fault alarm that resulted in pump off time was triggered on the controller after the monitor cable was disconnected. There was concern that the driveline extension cable caused the electrical fault alarm. The controller was exchanged. The driveline extension cable was removed from service. No patient complications have been reported as a result of this event.